Event description:
While accessing right chest catheter, huber needle bent in half. Needle was removed and port re=accessed with another huber needle from same lot number. The needle bent and subsequently broke at top of the device. Needle was able to be removed by rn.